Event description:
Information was received indicating that ambulatory infusion pump exhibited a lost power alarm and rebooted. It was also noted that the pump had screen damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "screen damaged, pump lost power alarm and reboots". Replaced lens, mp board, dso, air detector, calibrated device and reinstalled software. Device passed all functional and delivery tests. The root cause was determined to be inoperable component. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.